Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4): the complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00245, 3005099803-2011-00246 address these devices. It was reported to boston scientific corporation that a naviflex biliary rx delivery system and an advanix stent were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, upon retracting the pullwire of a non-preloaded naviflex delivery system, resistance was met and the advanix stent deployed further into the cbd. The stent was removed with a retrieval device and the procedure was completed with a competitor's device. The procedure was successfully completed with no patient complications.